Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("sever cramping"), genital haemorrhage ("heavy bleeding"), headache ("headache"), endometriosis ("developed endometriosis") and alopecia ("hair loss"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, abdominal pain lower, genital haemorrhage, headache, endometriosis and alopecia outcome was unknown. The reporter considered abdominal pain lower, alopecia, endometriosis, genital haemorrhage, headache and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("sever cramping"), genital haemorrhage ("heavy bleeding"), headache ("headache"), endometriosis ("developed endometriosis") and alopecia ("hair loss"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, abdominal pain lower, genital haemorrhage, headache, endometriosis and alopecia outcome was unknown. The reporter considered abdominal pain lower, alopecia, endometriosis, genital haemorrhage, headache and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure (batch no. 781438-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included female sterilization, pelvic pain female, post ablation tubal sterilisation syndrome, endometriosis externa, nabothian cyst, scar, transient cerebral ischemia, dysmenorrhea, premenopausal menorrhagia, endometrial ablation, malignant melanoma excision, cancer, stroke and endometriosis. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("sever cramping"), headache ("headache"), endometriosis ("developed endometriosis") and alopecia ("hair loss"). The patient was treated with surgery (da vinci robotic assisted laparoscopic total hysterectomy, bilateral salpingectomy and nova sure ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, headache, endometriosis and alopecia outcome was unknown. The reporter considered abdominal pain lower, alopecia, endometriosis, genital haemorrhage, headache and pelvic pain to be related to essure. The reporter commented: 3 coils were visualized at the end of the procedure on both right and left fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: -bilateral tubal obstruction. Lot number reported (781438) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure (batch no. 781438-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included female sterilization, pelvic pain female, post ablation tubal sterilisation syndrome, endometriosis externa, nabothian cyst, scar, transient cerebral ischemia, dysmenorrhea, premenopausal menorrhagia, endometrial ablation, malignant melanoma excision, cancer, stroke and endometriosis. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("sever cramping"), headache ("headache"), endometriosis ("developed endometriosis") and alopecia ("hair loss"). The patient was treated with surgery (da vinci robotic assisted laparoscopic total hysterectomy, bilateral salpingectomy and nova sure ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, headache, endometriosis and alopecia outcome was unknown. The reporter considered abdominal pain lower, alopecia, endometriosis, genital haemorrhage, headache and pelvic pain to be related to essure. The reporter commented: 3 coils were visualized at the end of the procedure on both right and left fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: -bilateral tubal obstruction. Lot number reported (781438) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-dec-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure (batch no. 781438) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included female sterilization, pelvic pain female, post ablation tubal sterilisation syndrome, endometriosis externa, nabothian cyst, scar, transient cerebral ischemia, dysmenorrhea, premenopausal menorrhagia, endometrial ablation, malignant melanoma excision, cancer, stroke and endometriosis. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("sever cramping"), headache ("headache"), endometriosis ("developed endometriosis") and alopecia ("hair loss"). The patient was treated with surgery (da vinci robotic assisted laparoscopic total hysterectomy, bilateral salpingectomy and nova sure ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, headache, endometriosis and alopecia outcome was unknown. The reporter considered abdominal pain lower, alopecia, endometriosis, genital haemorrhage, headache and pelvic pain to be related to essure. The reporter commented: 3 coils were visualized at the end of the procedure on both right and left fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: -bilateral tubal obstruction.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-nov-2020: mr received: previously added event: 'genital hemorrhage' made medically significant & intervention required due to added surgery. Lot number, medical history, lab data, removal date, patient aka name, reporter information were added. Insertion date was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.